Event description:
It was reported per call report: post op. No arterial pressure (ap) waveform on pump. When the clinical support specialist (css) reached the rn, she had secured intra-aortic balloon pump (iabp) #2 ((B)(4)) to exchange for iabp #1 because the iabp was not displaying an ap waveform. Pt was put back on the first iabp. "Once we had pt pumping on iabp #1, there was still no ap waveform. However, they needed to support the pt even though we would be timing off the EKG, it was better than not pumping as per the rn; pt was "unstable". Led light was lit at fiberoptic and the light bulb was green. Css had the rn check show status and fos status is showing eo. Css walked the rn through a manual calibration at this point using the map from a radial aline (with pumping suspended). As the rn attempted to increase the map on the pump to 73 to calibrate, it would not allow her to change the value. Rn still had no waveform on iabp. Css then had the rn switch to her transduced central lumen. Rn now has a waveform on iabp and led light is lit at transducer. Css explained that this catheter will have to be used as a fluid filled catheter. Rn is planning to call the sales rep when discontinued from pt. Pt is now being supported 1:1 with no issues. Reference MDR # 1219856-2010-00117 for the second report in reference to the second pump used.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.